Event description:
Analysis of the returned device found that the balloon catheter had a perforation of the inner shaft under the manifold. This occurred outside the patient, so, there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned balloon catheter found that there was a perforation on the back wall of the proximal inner shaft under the manifold opposite the inflation lumen. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. This perforation was most likely caused by a needle/syringe system or a guidewire used during preparation. From the information provided and the investigation results the perforation of the balloon catheter was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.